Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the drive manifold to resolve the leak test failure. The fse replaced the batteries and installed the 2500 hour maintenance kit. Maintenance, functional checks and tests were performed to factory specification. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during service performed by a getinge field service engineer (fse) the k6, k7 and k8 leak test had an extremely high deviation and the batteries failed the runtime test. There was no patient involvement or adverse event reported.